Event description:
Mehta a. Et al. 2025 - evaluating no fixation, endoscopic suture fixation, and an over-the-scope clip for anchoring fully covered selfexpandable metal stents in benign upper gi conditions: a comparative multicenter international study patients underwent fcsems placement for benign upper gi conditions from january 2011 to october 2022 at 16 centers. Esophageal fcsems were placed over a guidewire, either: through-the-scope (tts) under direct endoscopic visualization (± fluoroscopy), or as non-tts stents under fluoroscopic guidance. Fixation strategies studied (applies to all stent brands): no fixation (nf). Endoscopic suturing (es) using overstitch. Over-the-scope clip fixation. Stent migration: 9/316 = 2.8% require intervention/additional procedures 311 patients underwent 316 fcsems placements for benign upper gi disease. Mean age ¿ 60 ± 15.7 years, 49.5% male.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on 19-feb-2026.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 19-feb-2026.